Event description:
During follow-up, failure to capture was observed due to a right ventricular (rv) lead dislodgment. Rv lead relocation is anticipated; however, no intervention was performed at this time. The patient was stable.